Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was normal eri and is therefore no longer reportable. The reported observation of eri notification to replace the generator was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of the observation. The artemis clinicians' manual was used to calculate the device¿s longevity by determining the energy factor over the implant period. The estimated longevity would have been 0.9 years assuming 1000 ohm program impedances +/- 0.25-year per ¿ 90205144, for model 3660. The total stimulation on time was 0.84 years which equated to 93% of the expected longevity. Based on the programming and the last program used, the device had a remaining capacity of 0.15 years for a total estimated longevity of 0.99 years, this indicates the device had normal battery depletion at the time of explant.

Event description:
Additional information received reports that the patient's ipg was normal eri and is therefore no longer reportable.